Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation was unable to reproduce the reported symptom. The device passed operating current, battery charge and alarm testing, as well as the battery life test, per spectrum service manual preventative maintenance procedure. Using the ac and dc power supplies received with the device, the battery was able to charge. The device was determined to be operating within specification in relation to the reported symptom. The device was returned to the customer.

Event description:
It was reported that a pump will not stay on.